Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at a water park and her insulin pump fell off of her belt into the river water; the display went blank as a result of moisture exposure. The patient's blood glucose at the time of incident was 274 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device went blank immediately after the moisture exposure. A constant tone was occurring as well. The device was also vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.